Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, therefore, there was no adverse impact. A new cartridge was loaded following the proper technique with the assistance of technical support, successfully resolving the issue.